Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the system continued to exhibit high out-of-range shock lead impedance measurements detected via the patient's remote monitoring system. A defibrillation threshold (dft) test and commanded shock were performed and got an impedance measurement of 34 ohms thereafter, the patient was converted. Further, the patient was seen in the office and had the daily measurements turned on. The next day, the device was interrogated which triggered the alert system. Additional information obtained from the field representative that the patient is currently stable. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the system continued to display high, out of range shock impedance measurements. Additionally, another manufacture's left ventricular (lv) lead displayed pacing impedance measurements of greater than 2000 ohms and loss of capture. The pacing configuration for the lv lead was reprogrammed to lv tip to rv with resulting good impedance and threshold. There were no adverse patient effects reported. The device remains in service.

Event description:
Boston scientific received information via the patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) with the competitor's right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance. Boston scientific technical services (ts) discussed the daily measurements, potential causes and troubleshooting options. Further, another high oor measurement was detected via patient's monitoring system. The patient was brought in for check-up, an x-ray was performed, the pins appeared to be good however could not get a good visual of header. A fluoroscopy was also performed and the lead looked good. Low and maximum energy shocks were delivered and shock impedance measurements were noted to be within normal limits, however, following shock delivery testing, high out of range shock impedance measurements continued to be observed. The physician decided to leave configuration and turned off the daily measurements. Additional information obtained from the field representative and indicated that the patient was stable and will continue to be monitored. The system remains in service. No additional adverse patient effects were reported.